Event description:
A falsely depressed troponin I result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and a positive result was obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result was specimen integrity. The IFU for dimension® tni flex® reagent cartridge contains the following information: "complete clot formation should take place before centrifugation. Serum should be physically separated from cells as soon as possible with a maximum limit of two hours from the time of collection. Specimens should be free of particulate matter." The instrument is performing within specifications. No further evaluation of the device is required.